Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 137 mg/dl. The customer stated that they do not want to trouble shoot the issue at the time of the call and do not want to return the reservoir back for analysis. The issue was resolved with a set change. The customer was sent new reservoirs out of courtesy.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, inspected snap cap and septum for anomalies none were found. Performed the occlusion test by filling the reservoir with diluent, connecting to a new infusion set and placing into a medtronic 5 series insulin pump, performed manual prime, fluid flowed through the infusion set and catheter tip; conclusion the reservoir is not occluded.